Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. Upon receipt, the single trigger handpiece was visually inspected with no detection of any external damage that may have contributed to the device potentially being nonfunctional. The handpiece was connected to an electric power supply via electric power supply cord and confirmed the handpiece did not run. The cause of the reported issue is undetermined.

Event description:
It was reported that during surgery the saw blade attachment pins of the oscillating saw attachment had sheared off therefore the universal modular electric/battery single trigger handpiece handpiece had failed. There was no patient harm or delay reported, and the procedure was completed with an alternate device.